Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. It is unknown whether the customer noted a trend arrow on the device. The customer counteracted by taking sugars but the glucose value remained low. The emergency services was then called and firefighters arrived. A firefighter measured the customer's glucose level and obtained a glucose reading of 300 mg/dl on an hcp meter in comparison to adc scan result of 42 mg/dl. When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. Subsequently, the customer was provided 6 units of rapid-acting insulin by the firefighter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.